Manufacturer narrative:
Evaluation of the device shows the outer sheath is bent. The inner is galled approximately one inch from the sluff chamber. The bending caused the plastic adapter body to crack and ultimately cause an abnormal metal-to-metal condition which resulted in the shedding. (B)(4)

Event description:
During an arthroscopic sub acromial decompression procedure, surgeon was using one of our burrs and a short while into the decompression noticed that there were copious silver flecks inside the shoulder joint that appeared to be a result of the burr shedding. Small shards of metal were not removed.